Event description:
Healthcare professional reported injecting a patient with 1st injection of juvéderm® volbella¿ xc in tear trough and again approximately 1.5 months later with a 2nd injection. 5 months later, patient developed swelling and hardening undereye, possible late granulomatosis reaction. Patient was treated with ha 1500 unit. Worsening swelling and hardening of tissue was reported. 3 months later, patient was treated with another dose of ha direct and cannula to subcise the lesion. Since then, the nodular texture has been persistent and worsened. Patient then was treated with doxy and 5 day prednisone. Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-30613). This emdr is being submitted for the 1st injection.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.